Event description:
It was reported the patient posted on social media about their experience being a nightmare and landed them in the emergency room. The clinical specialist said they are not familiar with this patient nor know the reasoning behind the social media post. The patient was not implanted with the neurostimulator. They had a basic trial for five days in 2023. The physician fired the patient from practice right after and never moved forward with the permanent implant. There was no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "hospitalization or prolonged hospitalization" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block d4: model number.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported the patient posted on social media about their experience being a nightmare and landed them in the emergency room. The clinical specialist said they are not familiar with this patient nor know the reasoning behind the social media post. The patient was not implanted with the neurostimulator. They had a basic trial for five days in 2023. The physician fired the patient from practice right after and never moved forward with the permanent implant. There was no patient complications reported.